Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following; air/water cylinder has no color; suction cylinder has no color; grip has a scratch; switch box has a scratch; scope cover unit is deformed; due to adhesive peeling on bending section cover or distal sheath rubber, insulation resistance value at distal end does not meet the standard value; image guide protector has a cut; the cover of light guide bundle is damaged; distal end is shaved; due to annual inspection, parts must be replaced; and water tightness of forceps elevator is lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that evis exera iii duodenovideoscope, clogging in the working channel. The issue occurred during the procedure. The procedure was diagnostic and it was completed using a similar device. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the forceps elevator has a leakage, distal end has foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage at forceps elevator. The events can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.